Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown harris-galante liner, lot #unk. This report will be amended when our investigation is complete. (B)(4).

Event description:
It was reported that one patient was revised for loosening. This single occurrence was in the immediate postoperative period, after a complex acetabular revision, it was attributed to technical problems associated with severe deficiency of bone stock.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient activity level and adherence to rehabilitation protocol are unknown. It is likely that the reported patient condition of severe deficiency of bone stock contributed to the reported issue.